Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator wire in high voltage cable was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a collimator iris is too large error was displayed. No patient injury was reported.